Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was torn, the outer insulation was torn, the outer insulation was breached cut, the lead was stretched, and there was a white substance.

Event description:
It was reported that the atrial lead has had an increase in lead impedance over a couple of years and has a high lead impedance reading. The doctor also noted some oversensing. It was later reported that the right atrial lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead has had an increase in lead impedance over a couple of years and has a high lead impedance reading. The doctor also noted some oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.